Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned without blood or saline visible. The reported premature deployment was confirmed. The stent implant was partially exposed distally from the distal outer sheath, for a length of 3 mm. The distal outer sheath was not retracted. The handle was in a locked position. The proximal end of the stent implant was mislocated on the stent holder 8 mm distal to the proximal marker band. There was a kink in the distal outer sheath at the proximal marker band. There was no other damage noted to the sess. Pin gauges were used to measure the inner diameter of the tip and stent holder and the measurements met the manufacturing criteria. A laser micrometer was used to measure the outer diameter of the stylet. The outer diameter was .02158 inches, which met the manufacturing criteria. Potential factors for difficulty removing the stylet include, but are not limited to, kinks in the mandrel, kinks in the inner lumen of the sess or incorrect removal technique. In this case, it may be possible that the stylet was not removed according to the instructions provided in the product instructions for use (IFU). The IFU provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. The reported difficulty was not confirmed on the returned unit. The stylet was removed from the returned sess without resistance noted. Opened the handle and the rack was in the distal position and was not retracted. All the mechanisms were intact with no anomalies noted. During production all sheathed stents are 100% visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually 100%. There was no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed for the reported lot and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency. In this case, it may be possible that the difficulty removing the stylet caused the premature deployment. If the stylet is pulled against resistance, this will likely cause the stent to pull out from the distal sheath and partially deploy. Based on the reported information, the likely cause for the premature deployment is related to removing the stylet against resistance. It is also possible that the stylet was not removed per the IFU instructions; however, this could not be confirmed and a conclusive cause could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the state of the device indicates no relevant damage and that no deployment has been attempted, there is no indication of a functional trigger for the stent exiting the distal sheath. Such occurrences are replicated when the tip of the catheter is pulled rather than the (tip mandrel). This is highlighted in the instructions for use: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device.

Event description:
It was reported that before use, the mandrel in the tip of the absolute stent delivery system was difficult to remove. As the mandrel was removed, the stent was pulled partially out of the delivery catheter. The device was not used. There was no patient involvement. Although requested, there was no additional information provided.